Event description:
It was reported that this rv lead was surgically repositioned due to under sensing. A fluoroscopy and analysis were performed. This rv lead remains in service. No additional adverse patient effects were reported.